Event description:
Hill-rom received a report from a hill-rom technician stating the center arm assembly was damaged and unable to lock in place. The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail center arm cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm to resolve the issue. Based on this information, no further action is required.